Event description:
During a laparoscopic cholecystectomy, a esu device was being used intra-operatively. The surgeon was pressing her foot on the cautery pedal, but no cautery was occurring at the surgical site. The surgical team then heard a crackle followed by a spark and the monopolar cord had broken at the base where it connects to the esu machine, subsequently catching on fire, which went out after approximately thirty seconds. The fire did not reach the patient, staff or drapes so there was no harm to anyone in the room. The patients grounding site was not affected. Per response to the hospital, the manufacturer no longer makes the cords for this esu machine that was involved in the incident and they do not recommend any particular cord for use.